Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty robotic laparoscopic procedure, the seal disengaged, and there was air or gas leaked from the seal. Another device was used to complete the case. There was no patient injury.